Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical info. The pt called alleging that the meter displayed a clean test area message. She went to the hosp at 11pm with a reading of 400 mg/dl on the hosp device. She was treated with insulin and released the following day at 6 am, with a reading of 78 mg/dl. No info on whether the pt experienced any symptoms at the time of testing or even tried to test her blood glucose prior to going to the hosp. No info on how long the meter displayed the clean test area message. Based upon the info provided, this case is being reported as a malfunction. The pt suffered a serious injury; however, at this time there is no evidence that the meter contributed to the injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.